Event description:
Literature: siddiqui ny, amundsen cl, corey/eg, wu jm. Lead migration after sacral neuromodulation: surgical revision in fascial versus tined anchoring systems. Int urogynecol j pelvic floor dysfunct 2011; 22(4):419-423. Doi 10.1007/s00192-010-1285-z. Summary: the authors compared the risk of surgical revision for loss of efficacy after lead migration in those undergoing sacral neurostimulation via fascial versus tined anchoring systems. A retrospective cohort study of pts receiving sacral neuromodulation over 7 years (from (B)(6) 2000 to (B)(6) 2006) were reviewed accompanied by radiographic evidence. Of 112 pts, 28 (25%) underwent fascial anchoring, and 84 (75%) received tined leads. Within 2 years of implantation, lead migration occurred in 26% of fascial and 10% of tined anchoring systems. In a logistic regression model which controlled for age, race, body mass index, and tobacco use, there were no significant differences between fascial anchors and tined leads. Reportable event: the authors report that one female pt underwent lead revision of a tined lead 3 months after implantation and had another immediate migration with a tined lead, diagnosed within 1 day. She underwent lead revision with a fascial anchor, sustained another clinically evident migration, and had the system explanted. In a logistic regression model which controlled for age, race, body mass index, and tobacco use, there were no significant differences between fascial anchors and tined leads.

Manufacturer narrative:
(B)(4).